Manufacturer narrative:
(B)(4). The stent remains in the vessel and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of perforation, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure of the circumflex artery the 3.0 x 38 mm xience prime stent was implanted; however, a perforation at the stent edge was noted. A second stent was used as treatment without reported issue. There was a good result and the patient was reported as doing fine. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.